Event description:
It was reported patient underwent a total hip arthroplasty on an unknown date. During the procedure, the thread of the inserter fractured while impacting the acetabular cup.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments it states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to avoid compromising their exacting performance." Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch and to report device evaluation results. Product return date is (B)(4)2015. Evaluation of the returned device found evidence to suggest the issue likely occurred due to misuse. Products were possibly assembled incorrectly with cross threading and/or not being fully threaded against the shell implant or face plate impactor. If assembled improperly and then impacted, the threads may experience failure. Also the handle must be inspected for wear and disfigurement and prior to use to ensure the threads are not damaged.